Manufacturer narrative:
The device has been returned. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It is reported that hahn tapered implant broke at the top 2mm; 15 months after the abutment was placed. The patient has a history of bruxism, but no other significant medical issues prior to implantation. The initial implantation took place on (B)(6) 2017 on tooth #30. Bone strength is noted as grade d-2. On (B)(6) 2019 the patient presented for appointment stating the crown was loose. The patient returned on (B)(6) 2019 to have the broken implant removed and a bone graft was done.